Event description:
It was reported that the patient's implantable neurostimulator was in a power on reset (por) condition following a trip to the airport. The antenna locate feature noted 76. The por was cleared. The patient's neurostimulator had telemetry issues and could not couple with the physician programmer or patient recharger. The patient experienced a loss of stimulation. Stimulation was restored and the patient recovered without sequela.

Manufacturer narrative:
(B) (4).